Event description:
Rn placing IV preprocedural area. Rn tested the j-loop prior to IV insertion. J-loop would not flush/let saline pass through. A different j-loop that flushed was used for IV insertion.